Manufacturer narrative:
G4: 06mar2020, b4: 09mar2020. He manufacturer's field service engineer (fse) replaced the v60 ventilator and power management board to address the reported problem. The unit successfully passed the required performance verification test. The power management board was returned to failure investigation (fi) for evaluation. Boot returned unit in normal operation mode with battery and (alternating current) ac. Check for alarms and errors. The ventilator remained operational with no errors detected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Unable to replicate failure. Cycle testing and normal testing did not replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13nov2019.

Event description:
The customer reported error 12 volt failure, ovp circuit failed, and ventilator restarted due to anomalies detected during operation. The pm (power management) printed circuit board has previously been replaced, but the issue still persists.